Event description:
It was reported that the patient was having episodes of post paced t wave oversensing. Programming changes were made to the implantable cardioverter defibrillator. Patient was stable prior, during and post programming changes. Patient will continue to be monitored normally.